Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pacemaker - 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds, high impedances, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.